Manufacturer narrative:
(B)(4). Vyaire service technician verified the reported alarming configuration reset problem. Downloaded the event trace and found configuration reset conditions. Powered the unit on and confirmed the reported configuration reset alarm. Opened the unit and found that the coin cell battery is loose. Reseated the battery and reprogrammed the main board and passed.

Event description:
The customer reported device is alarming configuration reset on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.